Event description:
It was reported by service report that there was no power to the bed and it was non-functional. It is unk if there was pt involvement, however, no adverse consequences are reported.